Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported one time she did not think the device was working at all a couple of years ago and she took her batteries out. The patient stated she put her batteries back in because her stomach was nervous and she had to call the manufacturer to get help to get her device going again. The patient noted the device was not working at all and they had stomach issues. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had occasional shocking down their leg, near the implant from their hip down the back of the leg to the bottom of the knee cap. The patient noted they had no fall, only that it began occurring after walking down steps into a pool, but did not occur while swimming. The patient noted they went to the pool three times a week. They were on program #1 at 0.70v, lowered the amplitude to 0.65v and was going to see if it helped. They patient stated if it still occurred they may call back to review again how to turn the implant off. They mentioned having an appointment with their healthcare provider (hcp) on (B)(6) 2016. The patient later reported it had gotten better but still hurt pretty bad and they couldn't get up or sit down. They noted that they had turned it down a bit but the pain was still there. The patient opted to turn the stim off completely, and later reported they wanted to turn the implant back on because the shock went away.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device never worked on the patient and the patient hoped it would. It was noted it did help the patient¿s stomach from being nervous and that it helped a lot. No further complications were reported/anticipated.

Manufacturer narrative:
Upon further review, the patient codes and device codes listed, are applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received a little over a month later via the consumer reported she was going to the bathroom without even knowing it. The patient could not feel stimulation and the therapy was confirmed to be on. It was reviewed for the patient to increase the amplitude. The patient could not feel stimulation in the correct area when the patient increased from 0.35 v to 0.50 v on program 1. The patient still could not feel stimulation but had wanted to increase any further. The patient had an appointment in two days on (B)(6) 2016. This was reported to be an ongoing issue from an initial call.

Event description:
A patient reported her implant was not helping with her bowel symptoms. The patient stated it had now stopped helping completely. The patient does not feel stimulation and the therapy is on. After increasing the stimulation the patient felt stimulation in the correct location. The patient increased the stimulation from 0.50 v to 0.65 v on program 1. The patient stated that she felt stimulation on the front left lip of her groin area. The patient was going to follow up with their healthcare professional. The event date was not known. The patient mentioned she had made adjustments before the last time she called. Additional information from the patient reported she would like to increase stimulation as it was not helping. The patient increased from program 1 at 0.65 v to 0.85 v. Additional information from the patient reported the lack of stimulation and feeling stimulation in an undesired location had not been resolved. The patient stated there were no interventions done or planned. The patient stated the going to the bathroom without even knowing it had not been resolved and the patient was not receiving 50% therapeutic effect or greater.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.